Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Neurologist indicated that the pt does experience drop attacks, but had no suffered any recent injury or trauma that may have damaged the ncp system. X-rays reviewed by neurologist revealed an apparent break in one of the lead coils. Additionally, it was reported that upon interrogation, at office visit approximately 2 months prior, the device was found to be programmed to different settings then were prescribed. Treating neurologist recalled a fault message during previous programming session and did not interrogate the pt's device afterwards to confirm prescribed settings. User error during previous programming session was determined to be the cause of the device being set to 0ma output current upon interrogation at previous office visit. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.